Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: it is reported that the device only stapled in proximal part of bowel. Was there a full cut line, or partial cut line? Were staples seen in the distal bowel? If so, what was the shape of the staples? Response from the sales rep: per the surgeon involved, the cut line was a full cut line and no staples were seen in the distal bowel.

Manufacturer narrative:
(B)(4). Date sent: 02/14/2017. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot.

Event description:
It was reported that during a bowel resection procedure, when the device was fired, it only stapled in the proximal bowel and not the distal bowel. Procedure completed with same/like device. The patient was reported to be fine. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Batch # n55u89. The analysis results showed that the cs40g device was received with no apparent damage and with a cartridge reload loaded in the device. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.